Event description:
Event description cpi received information that during a routine follow-up the implantable cardioverter defibrillator (ICD) could not be interrogated and message indicating a device malfunction may have occurred was noted.